Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2012, inratio: 1.7, lab: 3.6. Tests done within minutes of each other. Pt's target therapeutic range is 2 - 3.

Manufacturer narrative:
Investigation pending.